Event description:
Related manufacturer reference number: 2017865-2023-19247. It was reported that the patient's atrial lead exhibited over-sensed noise and as a result, the device delivered an inappropriate shock. No intervention was performed on the lead. Cardiovascular medication was administered to the patient. There were no patient consequences.